Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device had an unresponsive, dark screen with intermittent visual and audible alarms and could not be restarted. The device was replaced with a second device. There was no patient harm or an adverse event reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed error messages (sf74) related to the software and total power failure alarms followed by safety reset complete alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the total power failure alarms were due to an intermittent connection of the battery while the safety reset complete alarms and sf74 were due to an intermittent connection of the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive, dark screen with intermittent visual and audible alarms and could not be restarted. The device was replaced with a second device. There was no patient harm or an adverse event reported as a result of this incident.